Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The failed battery alarm and off no power alarm could not be verified due to the blank display. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the display on the insulin pump went blank. Customer's blood glucose value was 130 mg/dl. It was stated that the customer did not receive a low battery alert prior to the blank display. The customer started pressing the buttons and the display returned. It was confirmed that the battery cap was not damaged or corroded. The alarm history showed a failed battery test alarm. Troubleshooting was done and the insulin pump did not alarm failed battery when the customer inserted the battery. They requested the insulin pump to be replaced. The device was replaced and returned for analysis.